Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia with blood glucose fluctuating and reaching a reported high of 371 mg/dl for approximately 12 hours after a recent infusion set supply change, with concern for a bent cannula during the wear period. Symptoms included elevated blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-monitoring and education on changing the infusion set when in doubt, without use of backup therapy, ketone testing, professional medical intervention, or hospitalization. Investigation included customer interview and troubleshooting education. Investigation of this case revealed that the cause of hyperglycemia was unclear and that the user could not definitively confirm whether the cannula had been bent. It was concluded that the event was user-reported hyperglycemia with an undetermined root cause, potentially related to infusion site or cannula issues, and that standard troubleshooting and education were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.